Event description:
Caller reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin. Occlusion alarms continued, the customer reverted to manual dose injection.